Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system intermittently would not boot up. A review of the system log file didn¿t confirm the reported malfunction. Upon functional testing, the fse found that the tsm b was defective and flexvision pc intermittently not booting up because of the cmos battery in the flexvision pc was low. To resolve the reported issue, the fse replaced the tsm-b and cmos battery in the flexvision pc, created a ghost backup and install the software in the new tsm. After replacement and software installation, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system intermittently would not boot up. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.